Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches. No under delivery anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was over delivering. Customer had low blood glucose level of 80 mg/dl. Customer was treated with food. Customer was alleging insulin pump for over delivering because customer had low blood glucose level. The insulin pump was not returned for analysis.